Event description:
When the balloon of the cypher stent delivery system (sds) was being inflated at 8 atm it ruptured. The indication for stent placement is unk. The target lesion was the mid right coronary artery. The lesion was a de novo, slightly calcified and moderately tortuous. There was 90% stenosis. There was no difficulty accessing the lesion with a guidewire. Pre-dilation was conducted with a fire star balloon (2.75mm at 12 atm for 20 sec) without issues and then the cypher (3.0/23mm: complaint product) was delivered to the target lesion without friction. When the cypher was being inflated at 8 atm, the balloon ruptured. Balloon rupture was confirmed by contrast medium leakage under fluoroscopy. Therefore, the balloon of the sds was retrieved from the pt. The stent remained in the lesion and post-dilation was conducted with another balloon catheter (hiryu 3.0mm) to further dilate the cypher stent. The procedure was finished successfully. It was noted that contrast to saline ratio was 1:1. Brand of contrast is unk. There was no pt injury reported. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.